Event description:
Additional information reported the pump was flipped and they were unable to perform a refill. Troubleshooting was ¿plain x-rays¿ and ultrasound guided filling. The reason for device removal was indicated as prophylactic removal to avoid in-vivo battery depletion. The pump was noted as ¿nearing end of life¿. The patient was doing better after the pump replacement. There was no patient injury and the patient recovered without sequela.

Event description:
It was reported the hcp attempted to access the pump but could not. X-rays were performed. Per the x-rays it was thought the port was positioned to the left instead of coming off the right as it should. The pump was ¿hard to read¿ initially and upon a second attempt they could not get telemetry. It was confirmed the pump was flipped. The pump was replaced due to the age of the pump being greater than five years and the pump was flipped. The pump was delivering lioresal concentration 500 microgram per ml; dose 98.96 mcg/day.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 2015-08-21, additional information was received from a consumer. It was reported that, in regards to the flipped pump, the anchor had come loose. The pump was reportedly "always kind of loosy goosy" since it was implanted. No further information was provided.